Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent a dental procedure on unknown date and suture was used. The suture came loose from the needle itself. Case completed with another device of the same product code. There were no patient consequences reported.